Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that pump is alarming "nd, pwr". Patient had already removed the cassette to troubleshoot. Wife thinks the tubing is leaking but patient was washing dishes prior and states his hands may have already been wet. Advised they lay a wet paper towel underneath to observe. Pump then started alarming "ndpwr" again. Med is blina. Pump powered off and clamp closed. Advised they contact physician now or proceed to ER. They verbalized understanding. Remaining volume when alarm occurred was res vol: 21.8 ml given: 88.2 ml. The set flow rate was 0.6 ml/hr. There was reported patient involvement and no patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.